Manufacturer narrative:
(B)(4). . The product was requested for evaluation, but has not been received. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
After priming and after being on cardio-pulmonary-bypass (cpb) for 15 minutes the bubble alarm was triggered and subsequently triggered 3 more times during the case. Bubbles (about 0.5 cm) were detected in the arterial line for 3 of the 4 times. The circuit was routinely setup and de-aired and the arterial filter purge line was open and running all the time. While on cpb tried to purge the post-filter side, some air was purged and a bubble was also sent up the arterial line and triggered the bubble sensor. The operation was completed with the initial oxygenator. After coming off bypass the perfusionists changed the oxygenator before going back on cpb with the same patient. No additional alarms were triggered with the second oxygenator in place. Bubble sensor stopped pump four times during case. (B)(4).

Manufacturer narrative:
The product was returned to maquet for investigation. The quadrox-I pediatric oxygenator was received without tubing and without caps. The sample was wet from the priming solution. A visual inspection was performed, and no cracks or any other anomalies were found. A circulation on the blood side was set up with a roller pump. The oxygenator could be de-aired without any issues, and there were no bubbles visible in the oxygenator. The customer's reported issue could not be confirmed. A search of the complaint handling database found no other comparable cases. The territory manager, (B)(4), obtained the pump sheet (perfusion documentation). The case was referred to the clinical therapy manager at maquet, and additional information about the case was requested. The territory manager, (B)(4), obtained the pump sheet (perfusion documentation). Based on the investigation of the returned sample, the information obtained from the customer, and the perfusion documentation, the clinical therapy manager concluded that there is no clear evidence to indicate a malfunction of the quadrox oxygenator. It is possible that air bubbles could have entered the oxygenator via the venous line or the vhk. It should also be noted that the device alarmed as designed, making the issue immediately obvious to the user, and in addition there was no adverse consequences for the patient. Additionally, the clinical staff completed the procedure with the oxygenator in question, changing it out for another when restarting cpb on the same patient. As there is insufficient information for root cause determination,and no product malfunction was found, no further action is warranted.

Event description:
(B)(4).